Manufacturer narrative:
Conclusion: the linkassist (serial (B)(4)) meets the specifications. Result the problem mentioned by the customer could not be reproduced. The device was optically and technically controlled. The final test was also carried out with different headsets. Linkassist passed all the tests. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported there is a delay in ejection of 1-2 seconds. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insertion assist device.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.